Manufacturer narrative:
A ultraflex¿ esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully deployed and the deployment suture was not returned. A visual and tactile examination found that the shaft was kinked. No issues were found with the flare end of the stent, which was fully expanded. The distal end of the stent was found to be cinched but was able to be expanded by manipulating the retention suture. No other issues were identified during the product analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. The dfu states ¿warning: a stent may require 24-72 hours to expand fully.¿ device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was expanded . The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was used in the mid esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was used to treat a stricture due to lymph node metastasis of lung cancer pressing on the esophagus during the procedure, the physician was able to deploy the stent. After deployment, it was noted that the stent flare was not fully expanded and appeared to be folded inward. The physician moved the stent using forceps and dilated using a balloon but the flare did not expand. The stent was inverted and removed from the patient using forceps. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was used in the mid esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was used to treat a stricture due to lymph node metastasis of lung cancer pressing on the esophagus during the procedure, the physician was able to deploy the stent. After deployment, it was noted that the stent flare was not fully expanded and appeared to be folded inward. The physician moved the stent using forceps and dilated using a balloon but the flare did not expand. The stent was inverted and removed from the patient using forceps. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.